Manufacturer narrative:
Per tandem¿s t:slim g4 user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels reaching 575 mg/dl. During troubleshooting with tandem technical support, the customer noticed there was insulin leaking from the luer lock, and the luer lock was not properly fastened. Customer reported the cartridge, infusion set tubing, and site will be changed. Customer addressed elevated bg levels with insulin pen injections. At the time of the initial report, customer's bg level was 373 mg/dl. After customer changed the pump supplies, customer's bg levels lowered and were in target range.